Manufacturer narrative:
It was reported that the device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with an evlt laser fiber. It was reported the procedure was performed on (B)(6). 1 week post procedure , it was found on a follow up ultrasound that a portion of the fiber had detached and was retained inside the patient. The retained fragment was retrieved two days later via a small cut down on the great saphenous vein at the knee and then pulled out the fragment using clamps.

Manufacturer narrative:
New information: patient information: a1, a2, a3, a4, a5, a6. Report source: g2. Related report numbers h10. Reference (B)(4).

Manufacturer narrative:
The customer's reported complaint description of the fiber was fractured and detached could not be confirmed since no complaint sample was returned. Without receiving product for evaluation, the root cause could not be determined. Potential root cause could be due to handling damage during transit, storage and/or device use. Manufacturing personnel 100% visually inspect devices during the packaging process. This type of fiber kink/detached damage would be noticed prior to shipment. A device history records review of the packaging/assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the instructions for use (16650393-01), which is supplied to the end user with this catalog number, states: "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm. Clinical safety and effectiveness data is not available for other fiber tip designs and diameters. Prior to and during use, avoid bending the introducer sheath and dilator as this can cause kinks and damage". A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).